Event description:
A patient reported on the stryker active facebook page that they received unknown stryker neck implants on an unknown date which allegedly had to be removed. Patient has fused but now they are reporting constant post-operative pain.

Manufacturer narrative:
Device location unknown.

Manufacturer narrative:
H6 coding has been updated to reflect completion of the investigation.

Event description:
A patient reported on the stryker active facebook page that they received unknown stryker neck implants on an unknown date which allegedly had to be removed. Patient has fused but now they are reporting constant post-operative pain.